Event description:
Component of ivc filter placement kit came apart. The hub of the dilator came apart. The device was removed and a new kit was used. The patient was not harmed. Manufacturer response for ivc filter kit, cook celect platinum vena cava filter (per site reporter): field representative took device so it can be analyzed.